Event description:
It was reported that the user experienced sustained hyperglycemia reported at 401 mg/dl while the ilet insulin delivery was paused overnight, after which a full supply change was performed and insulin delivery was resumed; a concurrent sensor reading was elevated and a confirmatory fingerstick showed a lower but still elevated value, which was entered into the ilet with advice to recheck and contact support if calibration did not occur. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia despite the reported overnight pause, with no specific component fault identified. Symptoms included high blood glucose. Outcomes included no reported injury and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.